Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with diffuse lamellar keratitis (dlk) in both eyes at post treatment. The topical steroid dosage was increased. The surgery center indicated there was more dlk in the right eye than the left eye. It was stated that the patient had a loss of best corrected visual acuity (bcva). The patient complained of transient light sensitivity syndrome. Patient reported the symptoms are interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -2.75 x -1.00 x 161, left eye pre-op 20/20 -2.50 x -.75 x 37. Bcva from (B)(6) 2018: right eye post-op 20/30, left eye post-op 20/20.